Event description:
It was reported that the physician reported an incident of alleged caudal migration and perforation from a jugular ivc filter. This is a bariatric patient, pre surgery. The filter was placed this week and within 2-3 days the patient was in the ER with pain. (Unknown site) a CT was done and allegedly the physician confirmed the migration and perforation. The physician is unsure what to do at this point, so the filter remains implanted at this time.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation as it remains implanted. It was reported that if or when the filter is retrieved, the filter will not be released by the hospital. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. Additional information requested, but to date no additional information received. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Perforation or other acute or chronic damage of the ivc wall. This was a bariatric patient. The current IFU (instruction for use) states the following: there have been reports of complications including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention.